Event description:
It was reported that the patient underwent lumbar laminectomy and fusion at l5-s1 using rhbmp-2/acs, vitoss foam strip, a 9mm synthetic peek cage, and rods, screws from vane spinal instrumentation. At an unknown time post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(4)